Manufacturer narrative:
The complaint sample was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample is not available at this time. The lot number was provided, and the manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by the distributor on (B)(6) 2017, that a (B)(6) year old male consumer stated that he experienced eye irritation and injury and was transported to the hospital after wearing a contact lens. The consumer was reportedly diagnosed with eye tissue necrosis and received an unspecified medical treatment. Consumer noted that he had no previous contraindication while wearing contact lenses. At the time of the report, the consumer was being treated and his current condition is unknown. Additional information received from the reporter on 02/24/2017 indicates that the treatment and current status of the patient are not available, as the patient did not show up for their appointment. Additional information has been requested but not yet received.